Event description:
The customer reported via email that the screen of the insulin pump was difficult to read due the scratches on the screen. The customer's blood glucose was unknown. The customer stated that they had to perform frequent battery changes and that the insulin pump had rejected new batteries as well. The customer stated that they had to restart the rewind in order to complete the rewind sequence. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.